Event description:
During an endoscopy procedure, a cook acusnare polypectomy snare was used. The physician was removing a large polyp from the colon. Part resection, the snare closed around the section of polyp to be removed and the electrosurgical generator was activated but the snare did not seem to cut properly. The nurse noted the handle of the snare was closed tightly but the sheath of the snare may have buckled. The snare was difficult to remove from the polyp. The nurse reported that the pt required clipping post procedure for either bleeding and/or perforation. This was not successful and the pt was sent to surgery. They are not sure if the device caused the bleeding and/or perforation or if the procedure was difficult. A section of the device did not remain inside the pt's body. The pt required clipping for either bleeding and/or perforation but was not successful. The pt was sent for surgery and was ok as far as the nurse was aware.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Before using the acusnare, the instructions for use instruct the user to securely connect the active to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.